Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a pocket site pain. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was relocated and remains implanted. The patient was doing well postoperatively.